Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system the incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control board. The board was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board was requested back to livanova (B)(4) for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an motor controller failure during setup. There was no patient involvement.

Manufacturer narrative:
The motor control board was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be reproduced. It was found that a defective clock on the board caused the reported malfunction.

Event description:
See initial.